Manufacturer narrative:
Product complaint # (B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the volume of blood loss? Patient weight? How was the bleeding treated? Was the patient on anti-coagulants prior to surgery? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an extracardiac bypass procedure on (B)(6) 2026 and suture was used. In surgery, when sewing for distal anastomosis with continuous sewing of blood vessels, three sutures broken consecutively, which caused bleeding. The bleeding volume was not confirmed. Changed another suture to complete the surgery. No adverse patient consequences were reported. Additional information was requested.